Event description:
It was reported that the wake button was extremely difficult to press and/or requires multiple presses to turn on pump screen. There was no reported adverse impact to the customer's blood glucose level. The customer will continue to use the pump until the replacement pump arrives.